Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a insyte autog bc wing grn 18ga x 1.16in had catheter tip damage. The following was reported by the initial reporter: "with the original concern it was with the one catheter of which I have no lot number or material number on because there was no package provided to me by the department. Only the actual IV catheter itself. The second occurrence is what I have provided the lot number for." Yes. There have been two recent devices given to me that had issues in our pre-op department. Per customer's response (B)(6) 2021 I do not have the lot number for this particular incident. The actual catheter was given to me without the package. I since have had another device given to me and it did include the package. The lot number for this one is 0342575. Tip of a insyte autoguard is malfunctioning.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-13. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one retracted needle assembly. No catheter assembly was returned for investigation. Upon inspection of the unit, it was found that dried media was present inside the barrel and grip of the device, on the spring, and the outside of the hub. The location and amount of media present indicated that leakage beyond the vent plug occurred. The unit was dissected to further investigate the vent plug. It was observed that there was a path of fluid escapement between the wall of the hub and the side of the vent plug. This type of damage most likely occurred during manufacturing. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported that a insyte autog bc wing grn 18ga x 1.16in had catheter tip damage. The following was reported by the initial reporter: "with the original concern it was with the one catheter of which I have no lot number or material number on because there was no package provided to me by the department. Only the actual IV catheter itself. The second occurrence is what I have provided the lot number for.". Yes. There have been two recent devices given to me that had issues in our pre-op department. Per customer's response 05/06/2021. I do not have the lot number for this particular incident. The actual catheter was given to me without the package. I since have had another device given to me and it did include the package. The lot number for this one is 0342575. Tip of a insyte autoguard is malfunctioning.